Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The device had a scratched lcd window, cracked display window corners, broken belt clip slot, and a cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input. No moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.